Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that at 13 minutes into a rbc donation run, the donor complained of chest pain, numbness and tingling in his arms. That is when they noticed that the acd-a and saline lines were switched. The donor received 178ml of acd-a as replacement fluid. No med intervention was performed. The donor was reported to be fine the next day. This report is being filed due to the potential for injury from over-anticoagulation. The disposable set is not available for return.